Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has questions on the cycle of replacing batteries on an 8015 unit. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: emailed biomed and went over alaris infusion service bulletin 592a updated battery care and battery conditioning test. Recommend to replace battery every two years and do a battery recondition after 1 year. Transfer to com for pricing.